Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the battery cap contacts of insulin pump were damaged. Customer also stated that insulin pump had blank display. No harm requiring medical intervention was reported. Troubleshooting was performed and customer was advised to discontinue the use of the pump. The product will not be returned for analysis.